Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump had a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the motor error alarm. The pump passed the displacement, rewind, basic occlusion, no delivery and motor tests. The pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was not reported. The insulin pump alarmed motor error. The customer felt the rod rotated incorrectly. The catheter cranked off. The displacement verification test passed. The device was not returned.